Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received six shocks and the ventricular fibrillation (vf) did not convert until the last shock. The patient had a syncopal event and hit their head. A non-invasive programmed stimulation was completed and conversion failed. The patient had to be externally converted. The field representative wants to upgrade the system. The crt-d remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received six shocks and the ventricular fibrillation (vf) did not convert until the last shock. The patient had a syncopal event and hit their head. A non-invasive programmed stimulation was completed and conversion failed. The patient had to be externally converted. The field representative wants to upgrade the system. The crt-d remains in service at this time. No additional adverse patient effects were reported.